Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). During the incoming inspection, omsi found the reported phenomenon and corrosion of the electrical board inside the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the power switch of the subject device was before countermeasure to improve durability. More than seven years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to the failure of the switch.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the power switch of the subject device was broken and the subject device could not be turned on. There was no report of patient injury associated with the event.